Event description:
It was reported that pump touchscreen became unresponsive and screen appeared frozen, preventing customer from interacting with pump. There was no adverse impact to the customer¿s blood glucose level. Customer attempted a pump reset with guidance from technical support, but screen remained unresponsive. The customer reverted to manual insulin injections for backup insulin therapy.